Manufacturer narrative:
Batch review performed on 15 december 2021: lot 1810834: (B)(4) items manufactured and released on 4-mar-2019. Expiration date: 2024-feb-20 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold wit 1 similar reported event. Additional components involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2011679. Lot 2011679: (B)(4) items manufactured and released on 23-feb-2021. Expiration date: 2026-feb-10 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events. Cup: mpact 01.32.150dh acetabular shell ø50 two-holes (k132879) lot. 1909289. Lot 1909289: (B)(4) items manufactured and released on 17-feb-2020. Expiration date: 2025-feb-02 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events.

Event description:
At 5 months after the last surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the medacta cup and liner to a competitor component and revised the medacta head to a medacta head. The surgery was completed successfully. The surgeon revised the cup to change its position. The cup was malpositioned, so after repositioning the patient would not dislocate as easily now. This is the second revision surgery performed due to head-lined dislocation for this patient.